Manufacturer narrative:
Concomitant product: 507652 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with multiple non-sustained high rate episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited fluctuating and high pacing impedance with an apparent fracture. The lead was reprogrammed, however, a revision was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited undersensing. Reprogramming was previously completed to a single chamber/aai mode and all ventricular high voltage therapies have been programmed "off" and the patient is utilizing a "life vest" device. The lead currently remains implanted. No patient complications have been reported as a result of this event.